Event description:
Pt states nurse at home was changing dressing & the catheter broke in half. The home care nurse did not have repair kit, so the pt was sent to ER. When pt arrived at ER she had a guaze dressing. In place with a transparent dressing over that. When hosp personnel undressed the dressing, there was no catheter present. A cxr was taken & the catheter was shown 2.4 cm above insertion site.